Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported they were able to read the pump that was explanted from last week and it did show the stalls stopped after it was explanted. This made the rep think they were correct and that it was environmental. The pump activity logs showed a motor stall occurred on (B)(6) 2019 at 3:18 pm and recovery the same day at 6:46 pm. A second stall occurred on (B)(6) 2019 at 12:09 pm with 8:46 pm. The next stall occurred on (B)(6) 2019 at 11:03 am with recovery the same day at 11:31 am. The last stall occurred on (B)(6) 2019 at 11:47 am with recovery the same day at 12:36 pm.

Manufacturer narrative:
Event description has been corrected to include the sentence: it was reported motor stalls were occurring every hour and the pump would restart. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of dilaudid at 2.549 mg/day via an implantable pump. The indication for use was not provided. It was reported motor stalls were occurring every hour and the pump would restart. Per the logs included with the report, numerous motor stalls occurred between (B)(6) 2019. The duration of the stalls ranged from approximately 15 minutes to approximately 4 hours. Most of the stalls lasted around one hour. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient's pump was replaced on (B)(6) 2019. It was indicated the device would be returned, however, the device was in the possession of the hospital. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative the old pump should be read and investigate emi cause. It was noted a manufacture representative had the old pump and would be sending it back to mdt for analysis. The caller sent message to colleague to see if she can read the pump and check the logs to see if the pump has not been stalling since explanted and away from the patient/environment.

Manufacturer narrative:
Section d refers to the main device. The other relevant component includes: product ID: 8780, lot/serial#: (B)(6), implanted: (B)(6) 2018, product type: catheter, ubd: 2020-01-18, UDI#: (B)(4). H3: evaluation of implantable pump serial number (B)(6) found that the returned pump passed all testing in the laboratory and no anomalies were identified. Evaluation of implantable catheter serial number (B)(6) revealed damage to the pump connector consistent with damage caused by the user. H6: the evaluation codes have been updated for this event. Code-result 213 and code-conclusion 67 apply to the pump; code-result 180 and code-conclusion 19 apply to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of dilaudid at 2.549 mg/day via an implantable pump. The indication for use was not provided. It was reported motor stalls were occurring every and the pump would restart. Per the logs included with the report, numerous motor stalls occurred between (B)(6) 2019. The duration of the stalls ranged from approximately 15 minutes to approximately 4 hours. Most of the stalls lasted around one hour. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient's pump was replaced on (B)(6) 2019. It was indicated the device would be returned, however, the device was in the possession of the hospital. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.